Event description:
During an implant procedure, the physician then attempted to retract the catheter while mapping for acceptable electrical values but pushed the catheter instead of pulling it. As a result, the patient experienced hypertension and asystole. Upon investigation with contrast, a cardiac perforation resulting in pericardial effusion and tamponade was observed on the anterior groove of the heart. The procedure was stopped and the patient was put on extracorporeal membrane oxygenation (ECMO). The patient was unstable at the time of the event. Further information was received that the patient passed away.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.